Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked belt clip slot at the battery tube threads area, and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer stated that anytime the device attempts to administer 5 or 6 units, the device stops and alarms no delivery. Customer stated blood glucose was 600 mg/dl. Current blood glucose was 84 mg/dl. Fixed prime was performed, insulin did exit, and device alarmed no delivery. Customer declined further troubleshooting. Customer reported the device also had physical damage. Top of the reservoir was chipping and was missing a piece. Device also had a crack that went up to the arrow. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.